Event description:
On (B)(6) 2014, a (B)(6) year old male underwent a 2-level acdf surgery at c3-5 receiving two allografts, a cervical plate nad six bone screws. Approx 6 weeks post-op, both of the inferior-most screws reportedly partially backed out of the helix-r plate. The pt was revised on (B)(6) 2014, during which the surgeon removed both inferior screws and replaced them with larger diameter screws.

Manufacturer narrative:
(B)(4). Radiograph confirmed the reported event. Implant plate size selection and resultant screw angulation in an attempt to achieve bony purchase may have caused or contributed to the reported event. Returned screws were measured and met design requirements. Eval of the screws confirmed that they were implanted and had minor wear. Review of the device history records notes no material non-conformances of mfg errors that may have caused of contributed to this mode of failure. Parts met acceptance criteria upon release.